Event description:
Per the clinic, the patient experienced poor device performance since activation. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.